Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced multiple organ failure, a subdural hematoma, and a cerebrovascular accident. The patient was transfused two units of packed red blood cells. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The cause of the stroke was unable to be determined due to insufficient clinical details. The cause of the hematoma was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks